Event description:
It was later reported that the patient¿s pump ¿put in the wrong place¿. In (B)(6) 2013 the pump was moved from the patient¿s back to her right abdomen and the catheter was tunneled. The device system also delivered bupivacaine and baclofen.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient's pump was implanted in the buttock. The patient stated that the pump would hurt when she sits on it. The patient stated that hopefully the healthcare provider (hcp) would be moving the pump "from the back to the front." The patient also stated that the pump was working well and she was happy with it. The device system was used to deliver morphine. It was later reported that following a pump revision due to infection (please refer to manufacturer report #3004209178-2013-07735). The patient developed swelling due to her reflex sympathetic dystrophy (rsd). The patient stated she had fully pitted edema, legs were swollen and her buttock was swollen. When the swelling went down the patient had lost 10 pounds and the pump "landed on the sciatic nerve." It was reported that if the patient would lie on her side "it shoves it in a funky position" regarding the pump. The patient stated she was either sitting on the pump or leaning against it. The patient stated that the pump was hitting her sciatic nerve causing sciatica, and stated that she told the doctor this would happen prior to having the pump implanted. The patient had sciatica at the last doctor visit and stated "it's flaring up like crazy." At another doctor visit the patient was told "don't sit on it' and the doctor tried to fix the issue by increasing the patient's morphine dose. The patient stated "I'm really uncomfortable, and the sciatica, the pain medicine doesn't take care of the sciatica." The patient stated that she could not walk around the house with a cane. The patient stated that she could not sleep on her right side. The patient stated that she needed to have the pump moved and had begged to the doctor "can you zip and flip?" The patient was scheduled to have a dose increase on (B)(6) 2013 and a pump refill on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).